Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for investigation. Data logs confirmed the low flow when pump started & remained to the rest of the case that triggered auto suction response and suction alarms. Logs also showed pump was in aortic area for 5 minutes then was resolved. Product was not returned for review. Based on clinical description & data review, the root cause of low flow was most likely due to patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old female noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The impella co encountered low flows and suction above p2. The physician elected to proceed with the pci. The impella was explanted after the pci procedure.